Event description:
While physicians were attempting to change out a catheter, the tip of the catheter broke off and remained in the pt. The pt has terminal cancer so the family did not want the catheter tip removed surgically.